Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked case and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 126 mg/dl. The customer stated half of gasket in reservoir broke off on reservoir compartment. The customer doesn't know how this occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.